Manufacturer narrative:
The unit was requested back for evaluation but has not yet been rec'd.

Event description:
Nellcor puritan bennett received a report from biomedical engineer that the unit did not provide an audio tone. There was no pt harm reported.